Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Product cracked while doing trial.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Event description:
Product cracked while doing trial.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. The product was returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. The DHR for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The fracture of the oxford tibial trial has evidence of abnormal stresses potentially the use of a up and down rocking motion exerted during insertion or removal of the bearing using the oxford trial tibial bearing inserter/extractor. Design, material and mechanical properties ensure that the instruments achieve their intended performance. Lifetime may vary among different instrument types and depends on the usage, i.e. Number of applications and sterilization cycles as well as individual handling by the customer. End of life is normally determined by wear and damage inflicted during use. The exact cause of failure cannot be determined with the information provided.

Event description:
Product cracked while doing trial.